Event description:
A surgeon reports observing anterior cell growth on this patient following intraocular lens implant surgery. The surgeon also described a 'cocooning' of fibrosis. A yag capsulotomy was performed to debride the tissue from the anterior aspect of the optic. The patient had a good outcome.